Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 11.6mm, vtich11.6, -4.00/4.5/014 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2019. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019 and (B)(6) 2019, but did not resolve the problem. On (B)(6) 2020 the lens was removed and exchanged for a longer length lens and the problem was resolved. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found no visible damage to lens. Claim# (B)(4).